Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine, bupivacaine, and ketamine for spinal pain indications. It was reported that the patient stated for at least a month or more, when they would try to bolus, the handset would lag at 90% for a long time. The manufacturer's patient services specialist (pss) reviewed data and walked the patient through deleting the data. The patient was able to connect to the pump with no lag. The patient will call back when they need further assistance.